Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that, the patient experienced infusion set leakage event on 11-jun-2024. The leak was found between o-rings of plunger an in side the reservoirthe blood glucose level of the patient was 492 mg/dl. Relevant treatment for high blood glucose included lispro ro sanofi 100 units/ml solution in a pre-filled pen. No further information available.